Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states he feels well and does not require any medical attention at this time. The customer's expected blood results are 215mg/dl fasting. Verified the strips expire 06/30/2016. Customer confirms the strips were first opened in (B)(6) 2015 and have been stored properly. Customer performed a blood test 137mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.